Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that their insulin pump alarmed hardware low level failure alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, replace battery alerts, replace battery now, hardware low level failures alarms, audio anomaly, or absence of audio alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file along with audio anomalies due to broken pin 1 (vdd) trace at on the keypad assembly. The device was monitored for several days and no unexpected hot to the touch or excessive heat could be felt. The electronic assembly was inspected and no obvious signs of heat damage or burnt components noted.